Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon interrogation, the patient's right ventricular lead was found to have high defibrillation impedance. No interventions were performed. There were no adverse consequences to the patient reported.